Event description:
It was reported that patient was revised on a left hip. Patient has metastatic cancer. Surgeon suggested to use constrained liner for end of life comfort.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.